Manufacturer narrative:
The insulin pump passed all functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All of the buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted. A cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer had high blood glucose levels of 288 mg/dl. The customer was hospitalized due to high blood glucose levels. The customer reported a button error alarm from the insulin pump. The customer reported wearing the insulin pump at the time of hospitalization. The customer was given a prescription by the doctor for syringes and insulin and released from the hospital. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.